Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor smooth round spectrum profile 425cc saline breast implants which the right side deflated after implantation. Issue of deflation confirmed by the doctor. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2018, additional information received, indicated that the patient scheduled for removal on (B)(6) 2019. (B)(4).

Manufacturer narrative:
Additional information received on 8/7/2018, indicated that the patient initial is (B)(6). Manufacturer¿s reference number: (B)(4).